Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, creases fold, wear abrasion, white particles of calcification on the shell and opening linear. Leak test and microscopic analysis was performed which identified, creases smooth opening on anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.

Event description:
Healthcare professional reported left side implant exchange from textured to smooth due to patient's concern with the device. Healthcare professional later reported "hole, non specific". Device has been explanted.